Event description:
Angiodynamic power port implanted for 3 years was used as usual to infuse medication for ms. The device would not respond or allow for the infusion to occur and severe chest pain ensued. Pt went to the emergency room and was rushed to surgery after x-rays concluded that the device broke apart in several places. Park of the device rested on the heart and had begun to grow 20 grams of resistant staph which had spread systemic. The heart responded by developing severe endocarditis. The pt has remained in the hospital for the past 50 days receiving various antibiotics to resolve the raging infection. Pt has progressive ms and was...